Event description:
Additional information identified that the patient had their scs ipg electively replaced due to the system operating within manufacturer specifications. There is no allegation of deficiency against the device as the procedure has been deemed elective.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date wherein the scs ipg was explanted and replaced. No further information is available to the manufacturer at this time.